Event description:
The customer reported that after about 45 mins of use, the clear insulation had rolled up on the device. It was discovered that the insulation was damaged. Nothing fell in the pt cavity and there was no pt injury. The device was returned to the MFR and a small piece of insulin was missing.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for eval. The clear insulation was damaged. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.